Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
According to the available information a patient received five astratech ev implants. The prosthetic restoration was made with an atlantis hybrid framework and presumably with an acrylic base placed on (B)(6) 2019. The patient experienced a burning in the mouth and the tongue. After removal of the restoration in (B)(6) the symptoms disappeared.

Manufacturer narrative:
Inadvertently missed the DHR investigation notes. A DHR review was conducted with no discrepancies noted. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.